Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh revision/removal surgery on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, of her internal bodily tissue, urinary/bowel problems, organ perforation, dyspareunia, vaginal scarring and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh revision/removal surgery on (B)(6) 2010. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported, the patient underwent anterior repair, revision and reinsertion of miniarc precise vaginal sling, bilateral sacrospinous ligament fixation, interposition of mesh anteriorly, anterior elevate and cystoscopy on (B)(6) 2010 due to recurrent sui, severe cystocele, grade ii apical vaginal prolapse. No additional information as provided.

Manufacturer narrative:
.